Event description:
Patient was being treated for congetial scoliosis. Surgeon had placed the rod and was performing distraction. The surgeon discovered that the rod was not long enough for the case and needed to replace it with a longer one, however, the surgeon was not able to remove the double hex set screws in order to remove the hooks and subsequently the rod. The surgeon left the rod in place. At some date post-opoeratively, the surgeon performaed a second surgery to remove the construct. A new construct was not placed in the patient due to the condition of the patient's bone.